Event description:
The pt underwent a total hysterectomy and left salpingo-oophorectomy. Several days later, the pt reportedly developed an abdominal infection with a golf-ball sized abscess within the abdominal cavity and at the suture line. Immediate treatment and results are not reported. The pt returned to the hospital nine days after surgery with symptoms of cellulitis, wound infection and small abscesses in the subcutaneous tissues of the lower abdomen. They were treated with antibiotic therapy and incision and drainage (I&d) of the abscesses. The pt continues to have recurring abscesses which reportedly surface in their abdomen and which erupt and spit sutures.